Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode impedance post implant was high within normal range at 120 ohms. It was observed via x ray that this electrode had migrated and was out of position. This patient underwent a revision procedure the same day which was successful, with a shock impedance measurement of 90 ohms after closing. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received regarding the previously mentioned clinical observations. This patient had significant kyphosis at the original implant. Shock impedance measurements were high within normal range. The x rays that were taken revealed that the tip this electrode was very superficial, bending towards the skin.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode impedance post implant was high within normal range at 120 ohms. It was observed via x ray that this electrode had migrated and was out of position. This patient underwent a revision procedure the same day which was successful, with a shock impedance measurement of 90 ohms after closing. This electrode remains in service. No additional adverse patient effects were reported.